Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged channel tube (ch-tube), and foreign objects were coming out of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the clogged channel tube (ch-tube) was due to component failure. However, the cause of the foreign objects coming out of the distal end could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.